Event description:
In 2004 after being exposed to a latex balloon display, pt began experiencing an allergic reaction and had an asthma attack. They experienced sob, congestion, laryngitis, coughing, sneezing, reddened checks and nose. Rash started on their nose and cheeks. Peak flow dropped to 270. Feeling itchy all over. Followed dr order-allergy and asthma protocol used ventolin mdi x 2, took benadryl 50 mg po + use benadryl cream on rash. Continued to monitor peak flow readings for 24 hours.